Event description:
Home patient (hp) reports dry minicaps. Pt states sponges were distended inside of the minicap and were pale yellow in color. Packages were sealed in the usual manner. No pt injury or medical intervention reported per hp.